Manufacturer narrative:
(B)(6).

Event description:
It was reported that the screw was broken when screwing. No patient injury was reported.

Manufacturer narrative:
One 9x30mm biosure regenesorb screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 13mm of the distal threads have been broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. With the limited clinical details provided no root cause can be determined. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Additional information: examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the screw broke during insertion. The broken pieces were retrieved and the procedure was completed using a back-up device. No patient injury or other complications were reported.